Event description:
Additional information received from a health care provider (hcp) reported that impedances were checked and all impedances were within normal limits. The patient&#38112;medications were adjusted to resolve the shaking and stiffness.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n319253, implanted: (B)(6) 2012, product type: adapter. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v015069, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v021705, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that the patient started shaking on (B)(6) 2015 and had a sudden loss of stimulation. The patient was stiff and having difficulty moving his mouth. He verified that therapy was on and the implantable neurostimulator (ins) was fully charged. There were no falls or trauma related to the issue. The patient's indications for use were parkinson's dual and movement disorders. The cause of the sudden change was not reported. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.